Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown, product type: recharger. Product ID: 37651, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for dystonia and movement disorders. It was reported that the patient experienced a difficulty charging as charging was taking too long. The patient confirmed that he charges to 100%, but recently was unable to charge past 50%. The patient also stated that most of the time he achieves 2 coupling bars, but after a minute or two, they go away; poor coupling and a poor coupling screen were reported. It was also noted that the antenna was damaged. No symptoms were reported. Additional information was received from a patient. It was reported that since (B)(6) 2016, the patient has been experiencing poor coupling and can only charge 50% of their implantable neurostimulator (ins) before the device shuts off, beeps 5 times, and the screen goes blank; the implantable neurological stimulator recharger (insr) would not charge the implant. Once the device turns back on, sometimes patient is unable to get any bars while other times the patient was able to get 2 bars for a couple of minutes. This issue has happened twice. It was confirmed that when the patient charges, they lay still with the antenna directly over the ins. An antenna was previously sent to the patient regarding this issue, but it was stated that the replacement device did not resolve the problem. The patient also turned the antenna dial, placed the antenna directly over the ins, and with instruction, an antenna locate procedure was performed but the issue was not resolved; the patient could only achieve 2-3 coupling bars and a poor coupling screen was displayed. There were no ins pocket concerns mentioned regarding the issue. No symptoms were reported.

Event description:
Additional information was received. It was reported that the replacement charger has resolved the recharging issues. It was also re ported that it is now recharging to 100%, the screen is no longer blank and there is no more beeping.